Event description:
It was reported that after a da vinci-assisted benign hysterectomy procedure, the tip cover accessory on the monopolar curved scissor instrument fell into the patient upon removal of the instrument. The issue was immediately recognized by the staff and the tip cover accessory was retrieved in the same procedure. The procedure was completed with no further issues. On 13-feb-2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: monopolar scissor tip cover slipped off of robotic instrument during removal. It was noticed immediately by staff and successfully completely removed after discovery.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The event investigation is in progress.